Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and the health hazard evaluation. Complaint history trending for cidex plus 28 day solution was performed for the problem codes "hr-headache" and "hru-respiratory reaction" each revealed one complaint, and "hr-allergic symptoms" revealed two complaints. When averaged over 12 months, there is less than one complaint per month, therefore not considered a significant trend. A batch record review of the cidex plus 28 day solution could not be performed as the lot number is unknown. The fmea (failure mode effects analysis) for cidex plus 28 day solution for potential human exposure indicated a risk score (rpn) below the threshold of 100. The hhe (health hazard evaluation) was reviewed for potential exposure to cidex plus 28 day solution vapors. The hazard/risk is considered none/negligible. There was no product returned for investigation. The instructions for use (IFU) cautions users to use cidex solution in well-ventilated areas and store in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing conditioning system, use in local exhaust hoods or in ductless fume hoods which contain filter media that absorb glutaraldehyde from the air. Exposure to cidexplus vapors may be irritating to the respiratory tract and may cause stinging sensations in the nose and throat. May cause bleeding from the nose, coughing, chest discomfort and tightness, difficulty with breathing and headache. Inhalation of vapor may cause asthma-like symptoms (chest discomfort and tightness, difficulty with breathing). Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The IFU states to seek medical attention if symptoms persist.

Manufacturer narrative:
(B)(4) - nosebleed. Asp received the initial report from the hcws father. Asp contacted the facility to confirm the report. It was stated that this is a workers' compensation case.

Event description:
A healthcare worker (hcw) alleges that a two month exposure to cidex plus has resulted in symptoms of rash on neck, difficulty breathing, headache, nosebleed, disorientation and memory loss. The processing room was relocated to an 8x10 room which does have adequate ventilation (over 10 air exchanges per hour) according to the facility contact. The reporter alleges that the ventilation in the room was not adequate. The unit used for soaking is in a "vacuum enclosed enclosure". Additionally the reporter stated that the gus vapor system has not been changed for six years. The hcw alleges that after three days in the new environment the symptoms increased including short term memory loss. The first occurrence and duration is unknown. The hcw was wearing appropriate personal protective equipment. The hcw did seek medical attention from the ER physician during his work hours and by another physician at the hospital. It was reported by the facility that the hcw smelled strongly of glutaraldehyde. He was given a cold shower and no prescription medication was recommended. The hcw has not been exposed to the product since seeing the doctor. The hcw seems to have recovered although he still complains of dizziness and cloudy thinking. The hcw has been diagnosed with hay fever and allergies to cats. Tests are currently being run and there is no diagnosis provided. Additional products used in the processing room were reported as rubbing alcohol, bleach, detergent and enzymatic cleaner. In the event additional information is received a supplemental medwatch report will be submitted.